Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. On january 30th, the patient experienced device vibratory alert and revealed the right atrial lead exhibited high impedance and noise. No intervention was performed. The patient was stable and would continue to be monitored.